Manufacturer narrative:
The device was marked as available for evaluation in section d10; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a wrist arthroscopy using a dyonics powermini, with hand controls, it was reported that the first handpiece (sn (B)(4)) would not fit in the shaver box. A second handpiece, with a different serial number; yielded the same results. The patient was under anesthesia for about 40 minutes and had to be awakened. The procedure was aborted since the facility did not have any other handpieces. There were no reports of patient complications. The shaver box has since been used with other handpieces without issue.

Manufacturer narrative:
One dyonics powermini motor drive unit, part number 72201500 was received and confirmed to be serial number (B)(4). The reported complaint has been confirmed. A visual inspection has found the connector guide key is bent and will not allow connection to the control unit. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is required. (B)(4).